Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 89.0 cm from the hub. The proximal end of the fractured pusher assembly was inserted through the hub of the non-penumbra microcatheter. The embolization coil was detached from its pusher assembly. The non-penumbra device was fractured approximately 2.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the penumbra smart coil¿s (smart coil) embolization coil was detached and the proximal end of the fractured pusher assembly was inserted through the hub of the non-penumbra device. If the handle is attached to the proximal end of the pusher assembly and actuated, by design the pet lock will break and the pull wire should retract out of its distal detachment tip (ddt) and the coil shall detach from its pusher. However, if the patient has tortuous anatomy, friction may build up between the pusher assembly hypotube and pull wire. This friction may overcome the force applied by the handle, and prevent the pull wire from retracting out of the ddt. Upon retraction and repositioning of the pusher assembly, the friction between the hypotube and pull wire may be lessened, resulting in the embolization coil detaching from the pusher assembly. Further evaluation of the returned device revealed that the pusher assembly was fractured and inserted through the hub of the fractured non-penumbra device. This damage was likely incidental and may have occurred while packaging the device for return. Based on the returned condition of the devices the root cause of the reported issue could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02277.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using a penumbra smart coil (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil into the target vessel using a non-penumbra microcatheter and attempted to detach it using the handle. It was reported that the pet lock was separated and it looked like the coil was detached; however, while attempting to retract the coil pusher assembly, the smart coil began to pull back in the microcatheter and was not detached. The physician then attempted to push the smart coil back forward but the smart coil would not advance. It was reported that there was initially a little space between the coil pusher wire and the embolization coil under fluoroscopy as they were both being pulled back together. That space began to increase in distance, and eventually the ¿string¿ gave free and the pusher wire pulled back alone. Therefore, the physician used a snare device to remove the detached coil and the procedure was completed using additional coils. There was no report of an adverse effect to the patient.